Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked near the o-ring area. Reportedly, the user went to the emergency room (ER) with a blood glucose (bg) level of 620 mg/dl and moderate ketones. The user received insulin via insulin drip and intravenous fluid. The user left the ER with a bg level of 200 mg/dl the same day. The user successfully loaded a new cartridge.